Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a burn mark on the motherboard and a component was bent on the universal battery charger (ubc).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger no longer functioning was confirmed via analysis of the returned unit. The heartmate universal battery charger (ubc) (serial number (B)(6)) was returned and evaluated at the european distribution center (edc) on (B)(6) 2021. During the evaluation, the unit was functionally tested, and the unit would not power up as intended. Analysis of the unit revealed that there were electrically compromised components. After replacing the motherboard, the unit was functionally tested and passed all steps without issue. The motherboard was then returned to product performance engineering for analysis. During analysis, the motherboard was then placed in a known working test unit. The test unit was turned on successfully; however, the unit had a red led active on slot 2. Circuit analysis of the board indicated that components u13 integrated circuit chip, r67, and r66 resistors were electrically compromised and were not operating as intended. The physical component and the voltage/resistance of component u13 was compared to a known working component on a test unit it was determined to be damaged beyond repair. No further testing was completed at this time. The root cause of the reported event was determined to be an electrically compromised component on the power supply pcb; however, the root cause of how the component became damaged could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 16jul2019. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5, entitled ¿monitoring performance¿, covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including faults that occur on the ubc, and the actions to take if the faults do no resolve. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.